Manufacturer narrative:
E1: (B)(6) medical center. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; the ceramic tip was loose, the guide screw and sealing ring was damaged and missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the resection sheath had a loose distal end. The issue was found during reprocessing. The intended procedure was unknown. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation: cause: the fault pattern 1. ¿the ceramic tip was loose¿ indicates a previous third-party repair in which a third-party adhesive was used. Note that olympus is not responsible for unauthorized manipulations and damage resulting therefrom. Olympus explicitly emphasizes that repairs are only to be carried out by olympus or authorized technicians. A failure to comply can result in the item being deemed not to meet its specifications and, in the worst case, put patients and staff at risk. The fault pattern 2. ¿the guide screw was missing¿ corresponds to the age of the item and it is most likely attributable to wear and tear. The fault pattern 3. ¿the sealing ring was damaged and missing¿ corresponds to the age of the item and it is most likely attributable to wear and tear, frequent use and improper handling as well as insufficient maintenance by the customer. A damaged sealing ring is very likely to cause the inner sheath to leak. Before using medical devices, the user must ensure that they are in a perfect technical condition, also see the corresponding warnings in the ¿instructions for use¿ (IFU): ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no teeth, no scratches, ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.